Manufacturer narrative:
Batch review performed on 28 july 2025. Lot 224523k: 4 items manufactured and released on 10-jul-2025. Expiration date: 18-oct-2025. No anomalies found related to the problem. Patient match planning review knee the analysis of the mysolutions process found out no errors. Regarding the tibial guide, the navigation pins are positioned at the standard quote from the tibial cut. This standard quote guarantees a 4 mm distance between the most proximal navigation pin and the tibial implant as planned in the validated revision. The 4 mm distance guarantees some safety margin against the risk of impingement between the reamer and the navigation pins. Analysis performed by r&d project manager the case has been analyzed and no issues has been detected. As for other similar cases, a clearence of about 4mm has been left between the keel and the proximal pin of the pps block. It can be hypotized that a misplacement of the guide on the bone could lead to a reduction of this clearence and to a possible impingment. To avoid the possible impingent, the distance of 4mm will be increased to 7-8mm in the future cases. The planning review did not reveal any anomalies contributing to the issue, and the standard position (4 mm), which ensures no interference between the pins and the tibial implant, was confirmed. However, it is possible that the pins were suboptimally positioned during the procedure, which may have led to the impingement.

Event description:
During tka, the tibial insert trial could not be properly placed into the intended position. Upon review by the surgeon, it was determined that the cause was misalignment between the keel trial and the tibial tray trial; the keel trial was not seated correctly. Several attempts were made to impact the keel trial and insert the tibial insert trial, but the issue could not be resolved. After removing the keel trial and visually inspecting the intramedullary canal, it was found that the nextar target holder fixation pin was interfering with the keel trial. The depth of the fixation pin was manually adjusted until the interference was eliminated. The surgeyr was completed successfully. The total surgery time was 1 hour and 45 minutes, and the delay time was 30 minutes.